Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay for a patient performed on an unknown date. The customer reported since they have changed the swabs "into puritan "sterile foam tipped applicator" ref 25-1506 1pf 100 and in the past, the sterile swabs were stored in the immediate vicinity of the ID now. " the customer stated now the new swabs are now stored in a closed container and the swabs are only removed when they used. The customer confirmed since this change, "far fewer/approximately one false positive results have been achieved. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1009983 and test base part number 190-430 / lot 1009983. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as logfiles were not provided, however a possible assignable root cause is patient sample interference.